Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and reconnected the graphics cards, the camera, and the ram. The system was tested and found to be working as intended and put back into service. See scanned page.